Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient had a root canal done on the lower far back molar, as well as all of the molars. There was damaged nerve and the procedure was emergent. Additionally, the patient trimmed the trays down to where no side go over the very back molar, where-as initially they would cover half.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.